Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects stroke and weakness are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post xact stenting procedure in the left internal carotid artery, the patient experienced slurred and delayed speech with left arm and leg weakness which progressed to a facial droop and flaccid left arm. The cerebral angiogram and CT head scan were clear. However, neurology diagnosed the patient with a stroke. Additionally, the patient developed hypertension which was treated with coreg and nicardipine. The patient's speech had slightly improved, however, the other symptoms continued. The patient was discharged from the hospital on (B)(6) 2011 to a rehabilitation facility. There was no additional information provided.